Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer could not be open. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet chassis slides had been loosened to allow the tension to be released off of the drawers. A field service engineer had retightened them to resolve the issue. The system functioned as intended after the field service engineer repaired the device.